Event description:
After an implantation period of about 49 months oversensing on an egm and one inappropriate shock were reported. The lead has been removed without any problem and was returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Furthermore the provided x-ray images were analysed. The available x-rays showed the lead under complaint with a conductor fracture in the area of the suture sleeve. During the visual inspection the observation could be confirmed. The ligature marks were detected approx. 31 cm distal to the is-1 connector pin. In this region the inner coil was found fractured. This can be considered as the root cause of the clinical observation of noise which led to shock delivery as mentioned in the complaint description. Based on the characteristics as well as the location of the damage it is reasonable to assume that the conductor fracture resulted from a tight suture. During further analysis signs of wear along the lead body were observed, however the insulation was found intact. Additionally the shock coil was deformed which most likely occurred during the explantation procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.